Event description:
It was reported that a prefyx pre-pubic sling system was implanted on (B)(6), 2007.according to the complainant, the patient experienced an unknown injury.the physician reported that he does not recall the patient having any issues at all with the procedure or device. In addition, it was reported that there were no documented subjective patient complaints or objective examination findings in the file.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.